Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer's blood glucose level was unknown at the time of incident. The customer stated that the keypad were unresponsive. Customer also stated that the insulin pump had air bubbles and the plastic chips were chipping off. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with no any physical damage noted. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed displacement test and self test.